Event description:
Following self-test, and during probe insertion, the depth stop lock on the probe unfastened and caused the probe to be advanced beyond the intended target. The locking mechanism was fully engaged after the correct setting was achieved during self-test as this is a routine check done by the clinical staff during self-test. No adverse patient effects were noted.

Manufacturer narrative:
Since device was not returned, no analysis can be performed. Monteris will trend device complaints of this nature.